Event description:
It was reported to philips that the customer was unable to perform x-rays. No harm to the patient or user was reported. Philips has investigated this complaint. The customer reported that the system cannot be able to produce x-rays. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue.